Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the 60 ml bd¿ syringe with bd luer-lok¿ tip syringe before it was used. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: a sample was returned on 6/16/2017 that showed the reported foreign matter. A DHR review was done on 1000 parts with zero defects found. Conclusion: based on the investigation, the foreign matter was determined to be a mixture of degraded plastic and oil from the molding environment which is inherent to the molding process.